Event description:
The complainant reported that the clinician attempted to place the implant in a pt. The implant driver became stuck to the implant. As a result, the clinician had to pull the implant back out of the pt's mouth ((B)(6) site unk). There was no indication from the complainant of any adverse effect to the pt as a result of the reported product problem.

Manufacturer narrative:
The device has not yet been returned for eval. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date noted. Attempts were made to obtain device return info. A f/u medwatch form will be submitted if the device is received for eval. (B)(4).